Manufacturer narrative:
Additional information was received on 6/24/2020, patient has a planned explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery with 300cc mentor memorygel breast implants experienced bilateral discomfort post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right sided device. See 1645337-2020-00867 for contralateral prosthesis report.

Manufacturer narrative:
On 2/14/2020 it was erroneously omitted to report the following: reason for device explant and/or reoperation: breast pain and rupture. Concomitant products: 300cc smooth round moderate plus profile gel-filled breast implant catalog: 3503001bc lot: 6492439 serial number: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 2/12/2020, patient experienced right sided rupture post procedure. As a result, patient has a planned explantation on 4/7/2020. In addition, mentor received additional information confirming that the left side device was intact and the patient suffered no consequences or impact as a result. Patient's age is 41. Patient''s race is caucasian. Patient's last name initial is (B)(6). Patient's date of birth is (B)(6) 1979 initial reporter's last name is (B)(6). Implantation date (B)(6) 2011. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
With the info we have available based on analysis results, we have to conclude that this is the patient's left-sided device because this was the one that was intact. It was reported that a female patient who underwent breast augmentation surgery with two 300cc mentor memorygel breast implants experienced right sided breast pain and rupture post procedure. As a result, patient . The left sided device is the patient's concomitant device. No adverse event or patient consequence was reported for the left sided device. The updated investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020 . Device evaluation summary: according to the information provided, a second product was received (6501791). No adverse events were reported for this concomitant (contralateral) device. During a visual evaluation of the device no apparent damage was observed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 8/26/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on 9/9/2020. Device evaluation summary: according to the information provided, the patient experienced rupture on right breast implant and developed breast pain. During a visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).